Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer insulin pump received pump error alarm also display was blank. Customer stated they were unable to clear the alarm. Customer stated insulin pump was not dropped or bumped or exposed to moisture. Customer stated the contacts on the battery cap was not missing or damaged also battery compartment and spring neither damaged nor corroded. Customer stated the display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.